Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there'), device dislocation ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. 774398,871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In june 2012, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, uterine infection, dysmenorrhoea, dyspareunia, bacterial vaginosis, allergy to metals and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and back pain had resolved, the endometriosis had not resolved and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, migraine, pelvic pain, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal) type: uterine, bacterial vaginosis, migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there, nickel allergy, pain, weight gain, endometriosis were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there'), device dislocation ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. 774398-not valid,871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, uterine infection, dysmenorrhoea, dyspareunia, bacterial vaginosis, allergy to metals and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and back pain had resolved, the endometriosis had not resolved and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, migraine, pelvic pain, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number:871973. Manufacturing date:2011/06. Expiration date:2014/06. Lot number (774398) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there'), device dislocation ('migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. 774398-not valid, 871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration of essure device location of device: l-bent in half and was floating. R-turned completed sideways and was lodged there". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, uterine infection, dysmenorrhoea, dyspareunia, bacterial vaginosis, allergy to metals and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and back pain had resolved, the endometriosis had not resolved and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, migraine, pelvic pain, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.